Event description:
The customer reported that the device, ias8-120lp, 8 mm access port & low-profile obturator, was being used on (B)(6) 2024 during a robotic hysterectomy and ¿an airseal port that seal came out and went in the patient. The staff noticed and retrieved the piece." There was no impact or injury for the patient. An alternate device was not used. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 35 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm), inspect the sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias8-120lp, 8 mm access port & low profile obturator, was being used on (B)(6) 2024 during a robotic hysterectomy and ¿an airseal port that seal came out and went in the patient. The staff noticed and retrieved the piece.". There was no impact or injury for the patient. An alternate device was not used. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.